Event description:
Patient called lfs alleging the ot ultra meter would not power on. The patient did not report experiencing any symptoms while attempting to test. The issue was not resolved with troubleshooting. The meter is being replaced for the patient. No further information has been reported.